Manufacturer narrative:
Unk. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address history of dislocation which surgeon believed to be due to cup position. The surgeon felt the cup was not anteverted enough.